Event description:
During dialysis treatment tablo dialyzer turned off during the treatment. Patient¿s treatment was discontinued and patient¿s blood was returned to the patient via hard crank. Patient awake and alert with no signs or symptoms of distress. Nursing supervisor, physician and tablo representative were notified of the equipment power failure. No power failure in the building. No injury or adverse effects to the patient. FDA safety report ID # (B)(4).